Event description:
Additional information was received as follows: it was reported that the investigator assessed the migration as not device and not procedure related. The patient will be treated and is being monitored.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60 mm fusiform diameter abdominal aortic aneurysm. The aortic neck was 10 mm in length, 22 mm in diameter proximally and 23 mm distally. The distal diameter of the right iliac was 12 mm and the left was 13 mm. It was reported that recent imaging showed there was evidence of distal stent graft migration of 10 mm and there was a proximal type I endoleak present. This did not result in a new clinical event. The aneurysm was 70 mm in diameter. It was also reported that there was evidence of an endoleak in the limb. The cause of the migration and endoleak were not reported. No further information was provided.

Event description:
Additional information was received. It was reported that a stent graft with four fenestrations was implanted, and in each one, a covered stent was placed. It was noted that the proximal type I endoleak had resolved and the patient recovered. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: the investigator assessed the type ia endoleak as not device or procedure related.

Event description:
Additional information was received. The investigator's assessment of the migration and type ia endoleak was updated from not device related to device related.

Manufacturer narrative:
(B)(4).